Event description:
The customer called to report that the suspect device gave a result of 890, 47 and 69 mg/fl within the same day. The pt also stated the 890 mg/dl result was stored in the suspect device's memory.